Event description:
Vns patient had a very bad seizure and almost died. It was reported that patient had been seizure-free for almost three years, but that in the past year the patient has had seizures shortly after leaving the physician's office. Programmed parameters have remained the same for two years and the only thing that physician has done to patient's device is interrogate it. The patient's family member is concerned that something may be wrong with the device. It was reported that the patient is exhibiting similar signs (facial drooping) as when they had a stroke.